Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. (B)(6) 2026, the patient underwent a surgical procedure and was administered steroids. Following steroid administration, her glucose levels began to increase. The patient reported a cgm reading of 300 mg/dl and a corresponding fsbg reading of 393 mg/dl. She contacted her physician and was advised administering 10 units of insulin and to seek medical care if her condition did not improve. Subsequently, the patient developed chest pain, dizziness, and blurred vision and decided to go to the emergency department (ed) for evaluation. Upon arrival, ed staff increased her insulin dose from 10 units to 12 units and then she was admitted to inpatient hospitalization. During hospitalization, the patient's blood glucose was monitored before each meal on friday, saturday, and sunday; however, she was unable to provide the glucose values or indicate whether the measurements were obtained by cgm or fsbg. The patient reported receiving no additional medications other than insulin therapy to reduce her glucose levels. On 06/15/2026, the patient stated that her glucose readings had improved and were in the 100 mg/dl range. The patient reported feeling better and was preparing for discharge at the time of the report. The patient was unable to provide the hospital name or additional glucose values because she was in a hurry and preparing to leave the hospital. She stated that her primary reason for calling was to obtain a replacement and noted that her condition had improved and she was ready to return home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.